Manufacturer narrative:
(B)(4). Nicked knife. The analysis found that the long60a device was received in good visual condition and with an ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the scrub tech had not been swishing the device in water between firings so staples from the previous reload had not been removed from the stapler. There were no patient consequences.

Event description:
It was reported that during a sleeve gastrectomy with an unknown linear stapler and the fourth and fifth staple line was pushing the tissue forward, leaving a shredded staple line. The doctor mentioned a linear stapler being used and the staple lines being misformed on the 4th and 5th staple. A second unknown linear stapler was used with the same result. It was not reported how the case was completed since the doctor during the procedure.